Manufacturer narrative:
Date sent to FDA: 9/30/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-19042019-0000410884 submitted for adverse event which occurred on (B)(6) 2012. Mwr-19042019-0000410891 submitted for adverse event which occurred on (B)(6) 2013. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported the patient underwent excision of the abdominal wall sinus and a portion of the previously placed mesh on (B)(6) 2012. It was further reported the patient underwent a laparotomy with lysis of adhesions, excision of large infected mesh, repair of incisional hernias and removal of sinus tract with evacuation of abscess on (B)(6) 2013 where the surgeon ¿visualized an obviously infected mesh, with pus between the mesh and the fascia. The mesh was dissected free and removed entirely.¿ it was reported the patient continues to experience severe pain, long-term infection, wound care, abscess, excision surgeries, nausea, diarrhea, chills, inflammation, adhesions, recurrence, scarring, disfigurement, loss of appetite, stress and anxiety. No additional information was provided.